Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and memory pcb assembles and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb and memory pcb assemblies at the failure analysis center; however, the reported failure was not duplicated. Further cause of the reported failure could not be determined.

Event description:
It was initially reported that the device powered off when the code summary button was pressed. The device remained off for less than 30 seconds before it was powered back on. Upon eval by physio-control, it was observed that the device would lock-up and had to be powered off before it would resume proper operation. There was no report of pt use associated with the event.